Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced stoma site redness, hard and tender abdomen. The abdomen was warm to touch, painful and patient had a temperature of 37.4 degrees celsius. Developed stoma site cellulitis. Patient was admitted and was treated with unspecified antibiotics. The antibiotic was changed twice as the area of infection increased after two doses. Patient is being treated with intravenous antibiotics vancomycin and piperacillin and tazobactam.